Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One photograph of a 4.5 fr microintroducer was returned for evaluation. The complaint of an improper peel was confirmed as manufacturing related. The t- handle of the microintroducer contained an uneven and incomplete break. The photographed sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during a PICC line placement procedure, the client encountered a tearable sheath that failed to tear, preventing normal catheter delivery. No further details were provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.